Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2016 with signs and symptoms of a stroke such as confusion and nausea. A CT scan revealed a hemorrhagic stroke. The patient¿s family denied any falls. The patient¿s condition worsened as patient became more obtunded and later unresponsive as no treatment was available. The patient was discharged to inpatient hospice on (B)(6) 2016 and care was withdrawn on (B)(6) 2016. The pump operated as expected and was not explanted. No further information was provided.